Event description:
During a pfa procedure, the procedure was canceled. The live point reference was unable to be completed on the current pfa generator. The current generator was restarted, study was restarted, ECG leads and cables were changed, and a new socket was tried with no resolution of the issue. The volt catheter was also exchanged with no resolution of the issue. The procedure was cancelled. There were no adverse patient health consequences. The current generator will be replaced.